Event description:
Event description cpi received information that during a routine follow-up visit, the physician noted that the patient's implantable cardioverter defibrillator (ICD) displayed a fault code indicating that the ICD mode had changed from 'monitor + therapy' mode to a mode in which therapy delivery would be disabled. The error message indicated the mode change had been caused by a the application of a magnet.